Manufacturer narrative:
Investigation was completed for the 4 reported events. A review of records related to the device including labeling, complaint trending, and risk documentation was performed. There were no issues found with the system. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Serial numbers of devices: (B)(4). The catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes 7 malfunction events. The events were related to suction loss while the catalyst laser was firing. There were no medical events reported.